Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring iii seals did not load properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The hospital intends to return the products in question. Refer to MFR report # 2242352-2012-00767.

Manufacturer narrative:
A lot history record review was completed for the reported product lot number. There were no nonconformances recorded in the lot history. Investigation: the device was received at the factory for evaluation. It shows signs of clinical usage and little evidence of blood. A visual inspection determined that the delivery device was received outside of the loading device. The seal was located inside the body of the loading device. The safety lock and white plunger were not depressed on the delivery device. Based on the received condition of the device, the reported complaint for "failure to load" was confirmed. (B)(4).